Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a leak was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report two intermate units in which there were leaks from the blue winged luer caps. This complaint will be for the second of the two intermate units reported. The event occurred after filling. The devices were filled with pamidronate 90 milligrams in 250 milliliters of 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.